Event description:
As the surgeon was operating the drill, he noticed small pieces of what appeared to be dried tissue or blood drop from the drill into the wound. He stopped the procedure and removed the drill from the field. The wound was irrigated - no contaminate was specifically removed from the wound and inspected or saved. The surgery was concluded without any further incident. Manufacturer response (as per reporter) for micro-drill attachment, md series medium straight attachment, attachment for micro drill tpsa senior quality assurance engineer for the manufacturer verbally told the hospital's biomedical engineer that a failure that could release mechanical debris into the operating field was practically impossible. The ball bearing diameter is 0.03937. The existing gap between the rotating burr and the outside diameter of the attachment is 0.19 inch, making it impossible for ball bearings to get through. His opinion was that possible contaminants from blood or bone could have lodged in between the 0.019 gap and not been properly cleaned away. He recommended that the attachment be cleaned within 1 hour after use so contaminants had little time to dry out and be more difficult to remove. No mechanical malfunctions were found.